Event description:
The stryker lag screw recon box was labeled t2 recon system 6.5 x 105 mm. It should have contained a cannulated partially threaded 6.5 x 105 screw. Instead it contained a fully threaded 90 mm non-cannulated screw.